Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years and eleven months post filter deployment, CT revealed superior extend of the ivc filter was at the l2-l3 disc space and inferior extend was at the mid body of l4. Approximately four prongs of the ivc filter perforated the ivc and maximum distance of prong perforated was approximately 16mm. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated the caval with a maximum distance of 16mm. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in side and abdomen; however, the current status of the patient is unknown.